Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo portion of the interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent loss of the live x-ray image. No pt or user injury reported.